Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl (4000 mcg/ml at 1 ,262.5 mcg/day) via an implanted pump. It was reported that pump interrogation found that the pump motor stalled and never came back on. It was noted that the patient could not think of any factors that could have led to the motor stall. The patient was admitted to the hospital on (B)(6) 2025, and the pump was replaced on (B)(6) 2025. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.